Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging moisture ingress in the cartridge compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/20/2016 with the following findings: during investigation, no evidence of moisture was found in the pump, and no leaks were found during the leak test. The pump was opened to find no evidence of moisture. The original complaint of moisture in the cartridge compartment was unable to be confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 09/01/2016- (B)(6).